Event description:
Implants originally put in 11 yrs ago - they were the double lumen type with saline in outer lumen. Pt wanted them exchanged (intact upon removal) implants taken out were intact. Preopdiagnosis: bilateral ptosis, intact mammory implants. Surgery performed: release of scar contracture, exchange bilateral breast implants, donut mastopexy.